Manufacturer narrative:
(B)(4). Date sent: 12/21/2020 per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows a surgery with a tip of a device pressing some tissue and a staple not b formed could be appreciated. The second photo shows a device pulling a suture and some staples not b formed could be appreciated based on the photos the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information received: photos have been received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, the first line staples from the inside out of the gst60t loads did not close. It was necessary to suture where it did not staple.